Manufacturer narrative:
(B)(4). Date sent 2/17/2026. D4 batch #a98k94. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. Additionally, the ech60r applicator was received, and two buttresses were on the reload deck and on the anvil. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98k94, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 2/5/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? Unk 2. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) unk 3. If the home button was pressed, did the knife fully return to its home position? Unk 4. If the jaws could not be opened, how was the device removed? The device did not clamp the patient tissue and there was no information about opening the jaws. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure to resect the stomach, it was observed that the jaws on the device could not be opened when it was closed to attach the staple line reinforcement on to the cartridge. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.